Event description:
Customer reported being hospitalized due to high blood glucose levels and dka, customer experience symptoms of nausea and dka. Troubleshooting was performed and pump appeared to be functioning properly.